Event description:
Home patient reported quantum extension line separated from ultrabag during treatment. Home patient discontinued treatment and did a manual exchange. The next day, home patient presented with abdominal pain and was diagnosed with peritonitis. Home patient was hospitalized 2 days and treated with antibiotics. Per healthcare professional home patient responted well treatment.